Event description:
The quick couple attachment could not be removed from the drill following the case.

Manufacturer narrative:
Evaluation conclusion: as the review of the DHR as well as the dimensional and functional inspection revealed no discrepancies, we exclude deviations in material and manufacturing. Furthermore, as the stepdrill was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2009), we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. A functional test with a sample ao coupling and the drill received was performed [2-4]. Interface problems were neither noticed during connecting the returned step drill with the sample ao coupling [3] nor during release of the drill from the coupling [4]. The reported event could not be reproduced; function test performed revealed the adapter part of the device returned being fully functional. As the corresponding large ao coupling was not returned, a functional examination of both affected items could not be carried out. Thus, the possibility to reproduce the reported event was not given. Based on the above facts the root cause of the reported event is not related to a deficiency of the device. Due to the missing corresponding device a real root cause of the reported event cannot be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The quick couple attachment could not be removed from the drill following the case.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.